Manufacturer narrative:
A visual and functional inspection was performed by a stryker service technician. It was found that the issue of a pinch crush point exists was not due to any component level malfunction or defect. The technician stated that the customer communicated that this was use error. As a result of the emt's hand being pinned to the fastener, his finger had to be amputated. The finger had to be cut down and the wound was stitched closed.

Event description:
It was reported that while unloading the device, the red detach handle was pulled, which resulted in the cot detaching from the fastener before the lift-arms were fully lowered. An emt's hand was under the frame of the device, as the device was being pulled and lowered. The device was met with resistance, as it was being lowered, as the emt's had was under the device and pinned to the fastener. When the emt removed his gloves, he realized that the tip of his right forth finger had been crushed through the nail, effectively amputating it. The finger had steady bleeding from the injury and his distal phalanx was visible. He was transported to the hospital, where his finger was cut down and stitched closed.

Manufacturer narrative:
The device code was adjusted to reflect the malfunction identified during the investigation.

Event description:
It was reported that while unloading the device, the red detach handle was pulled, which resulted in the cot detaching from the fastener before the lift-arms were fully lowered. An emt's hand was under the frame of the device, as the device was being pulled and lowered. The device was met with resistance, as it was being lowered, as the emt's had was under the device and pinned to the fastener. When the emt removed his gloves, he realized that the tip of his right forth finger had been crushed through the nail, effectively amputating it. The finger had steady bleeding from the injury and his distal phalanx was visible. He was transported to the hospital, where his finger was cut down and stitched closed.

Event description:
It was reported that while unloading the device, the red detach handle was pulled, which resulted in the cot detaching from the fastener before the lift-arms were fully lowered. An emt's hand was under the frame of the device, as the device was being pulled and lowered. The device was met with resistance, as it was being lowered, as the emt's had was under the device and pinned to the fastener. When the emt removed his glove, he realized that the tip of his right forth finger had been crushed through the nail, effectively amputating it. The finger had steady bleeding from the injury and his distal phalanx was visible. He was transported to the hospital for treatment.